Event description:
Customer reported experiencing symptoms that were described as "very unwell", "felt like they were going to die", "sweating and very weak and very thirsty" and having a loss of consciousness. It was further reported that readings of 7 mmol/l (126 mg/dl) and 12 mmol/l (216 mg/dl) were obtained on customer's meter (customer was not able to state when exactly these readings were taken and noted that she is not 100% sure about the values obtained) which were lower that customer felt and customer's friend treated her with unknown amount of insulin. Paramedics were called and transported customer to a "high dependency unit" where she was diagnosed with hyperglycemia and dka (diabetic ketoacidosis). Customer was not able to recall what treatment was given and noted that "anti-sickness tablets" were given. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This serves as a correction report. (B)(4).

Manufacturer narrative:
No physical product investigation can be performed because the customer discarded the device. Attempts to obtain additional information regarding the reported event were unsuccessful. The FDA was informed of the field action per 21cfr 806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning april 15, 2013. This is a final report. Note: the meter's manufacture date is unknown, the date entered, is the date when abbott diabetes care became aware of this medical event. Note: the date of the medical event is unknown, customer stated that it occurred about 4 weeks prior to calling customer service. (B)(6) 2013 is entered. All pertinent information available to abbott diabetes care has been submitted.